Event description:
Reported due to a "large hematoma." The physician attempted an arteriotomy closure using the perclose a-t (closer ak) device after an unspecified interventional procedure. It is unknown if a femoral angiogram was performed or the results. It was reported the arteriotomy was "closed as normal and within a couple of hours the pt developed a large hematoma." It is unk how and when this was determined or how it was treated. Reportedly, the staff tried to "find the bleed through angio." The results were not reported. A deep vein thrombus filter was placed at an unk time with unk results. No additional procedure, treatment, or pt details are known. In 03/2006, the pt was reported as being hospitalized. It is unk if the hospitalization is related to the hematoma. Although requested, no additional information has been provided.